Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was able to be opened and closed; however, once deployed, the clip failed to release from the delivery catheter. Reportedly, while withdrawing the device from the scope, the clip detached into the scope. The clip was retrieved, and then the case was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient was born in 1931. (B)(4). The device has been received for analysis; however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the clip assembly was fully deployed and returned inside the package. The control wire was separated per design. The over sheath and sheath grip were not returned. The reported event of the clip failed to release from catheter, was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was able to be opened and closed; however, once deployed, the clip failed to release from the delivery catheter. Reportedly, while withdrawing the device from the scope, the clip detached into the scope. The clip was retrieved, and then the case was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.